Event description:
User facility report was received from risk management at (B)(6) hospital the reported that following event description: patient became hypoxic and experienced bradycardia. Respiratory therapist noted the bilevel positive airways pressure (bipap) tubing was disconnected from the mask. The patient was agitated and restless. Upon contact with hospital risk management, further information was obtained: the patient's respiratory status was deteriorating and had progressed from a nasal cannula to ventimask to nonrebreather mask to a trial on bipap device. The staff has been unable to provide the exact device model or sn that the patient was placed on. The patient was on the device for approx 15-20 mins when the ventilator and other devices in the patient room (pulse oximeter; cardiac monitor) began alarming. Staff responded and reported the circuit was disconnected from the elbow of the mask. The type of mask is unknown. The patient heart rate had dropped into the 30's. Pre-event the patients o2 saturation was 100%. It is unknown what the o2 saturation was during the event. The patient was intubated due to the underlying respiratory condition. The patient was on her way to requiring intubation due to her deteriorating respiratory status but the circuit disconnect created an acute emergency and therefore immediate intubation.